Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that qc has shifted on alinity I processing module (sn: (B)(6)). Patient also reported patient results were impacted. The customer reported that the analyzer generated a lot of aspiration errors. The customer provided the following sample data, all of which occurred on (B)(6) 2025: vitamin b12 results (reference range: 187 ¿ 883 ng/l). Sample ID (B)(6) initial result was 599, and repeat result was 212. Sample ID (B)(6) initial result was 461, and repeat result was <148. Sample ID (B)(6) initial result was 535, and repeat result was <148. Sample ID (B)(6) initial result was 575, and repeat result was 221. Sample ID (B)(6) initial result was 714, and repeat result was 212. Sample ID (B)(6) initial result was 687, and repeat result was 173. Sample ID (B)(6) initial result was 256, and repeat result was 575 and 221. Tsh results (reference range: 0.4 ¿ 4.9 mlu/l). Sample ID (B)(6) initial result was 0.2725, and repeat result was 0.5353. Sample ID (B)(6) initial result was 1.1169, and repeat result was 0.1166. Cea results: (reference range: <5 ug/l). Sample ID (B)(6) initial result was 7.6, and repeat result was 137. Sample ID (B)(6) initial result was 4.9, and repeat result was 15.3. Sample ID (B)(6) initial result was < 1.73, and repeat result was 6.8. Sample ID (B)(6) initial result was < 1.73, and repeat result was 2.4. Sample ID (B)(6) initial result was < 1.73, and repeat result was 3.8. There was no reported impact to patient management.

Event description:
The customer reported that qc has shifted on alinity I processing module (sn: (B)(6). Patient also reported patient results were impacted. The customer reported that the analyzer generated a lot of aspiration errors. The customer provided the following sample data, all of which occurred on (B)(6) 2025: vitamin b12 results (reference range: 187 ¿ 883 ng/l) sample ID (B)(6), initial result was 599 , and repeat result was 212, sample ID (B)(6), initial result was 461 , and repeat result was <148, sample ID (B)(6), initial result was 535 , and repeat result was <148, sample ID (B)(6), initial result was 575 , and repeat result was 221, sample ID (B)(6), initial result was 714 , and repeat result was 212, sample ID (B)(6), initial result was 687 , and repeat result was 173, sample ID (B)(6), initial result was 256 , and repeat result was 575 and 221. Tsh results (reference range: 0.4 ¿ 4.9 mlu/l), sample ID (B)(6), initial result was 0.2725, and repeat result was 0.5353, sample ID (B)(6), initial result was 1.1169, and repeat result was 0.1166. Cea results: (reference range: <5 ug/l) sample ID (B)(6), initial result was 7.6, and repeat result was 137, sample ID (B)(6), initial result was 4.9, and repeat result was 15.3, sample ID (b)(60, initial result was < 1.73, and repeat result was 6.8, sample ID (B)(6), initial result was < 1.73, and repeat result was 2.4, sample ID (B)(6), initial result was < 1.73, and repeat result was 3.8. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the wash zone was misaligned//loose. The fsr tightened the thumb screw, captive, m3 which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional subsequent multiple assay qc out of range and erratic patient results issues were reported post the current event was identified. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the thumb screw, captive, m3 did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the thumb screw, captive, m3 were identified.